Event description:
During an acdf at c4-c5, the tip of the drill bit broke off. The surgeon was unaware that the device was inside the patient until 4 screws were placed and an x-ray revealed that the drill bit was aligned next to a screw. The surgeon elected not to remove the fragment.

Manufacturer narrative:
Additional information has been requested. Device is an instrument and is not implanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record is in the review process.